Manufacturer narrative:
Zimmer biomet complaint (B)(4). Event date: unknown device brand name: unknown. Device product code: unknown. Device catalog number and lot number: unknown. Therapy date: unknown. Reporter's last name and email: unknown. Device not returned.

Event description:
It was reported that an unknown abutment screw fractured in the implant. The implant is expected to be removed and returned.

Manufacturer narrative:
Additional information received on mar 19, 2019 stated that the implant was currently implanted. The reported event is being updated from a serious injury to a malfunction. The following sections have been updated: concomitant medical products: the implant is not considered a concomitant. The device remains implanted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. The customer provided an x-ray. After review of the x-ray, it was confirmed that the unknown screw had been fractured. The alleged event is confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.